Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "implant problems", "hardened", "enormous pain", "suspected capsular contracture", "suspected rupture" and "it was discovered that there had been a recall of the implant in 2019". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, g2, h6.

Event description:
Patient reported "implant problems", "hardened", "enormous pain", "suspected capsular contracture", "suspected rupture" and "it was discovered that there had been a recall of the implant in 2019". Later healthcare professional contacted reporting "rupture" and "capsular contracture grade 2". This record is for the right side. Device was explanted.